Event description:
Had essure birth control implanted in I believe fall 2013. Already have history of serious back pain issues, including surgery for spinal cord stimulator implant in (B)(6) 2014 because back pain worsened without cause (bulging discs, 2007 injury, no significant change in MRI.) After both mirena, then essure, irregular bleeding (2 x month), doubled over in abdominal pain, right hip and leg pain attributed to back/disc because nerves staying inflamed; night sweats, adult acne; increased issues with eyes, including calcium deposits on cornea; insomnia; chronic pain; fatigue; raynauds diagnosed just in toes, as they would turn purple or blue, but circulation was fine; increased cramping/back pain during periods; heavy blood flow; out of work (B)(6) 2015.

Event description:
I believe it is a source of many of my on-going /worsening health issues. Some previously reported. Starting (B)(6) 2018 and every month since, when it is time for my monthly cycle (which can be irregular) approx 5 days prior to some bleeding, I get acute pelvic pain on right side - 9.5/10, plus worsening back pain. I have also had acute right hip pain since (B)(6), a different pain from my chronic back pain issues. It is present every day. I can barely sleep on my right side due to this pain. I am already on a chronic pain regiment. I have also had increased, unexplained signs of inflammation throughout my body which is worsening my gi system; just diagnosed with prolapsed rectum. I am only (B)(6)! My endo and colonoscopy were clear. Unexplained anemia this summer. Dropped to 9 from 11+. In about 6 weeks. No bleeding source found. Frequent infections. Unexplained rashes, new drug allergy to sulfa/bactrim. Worsened allergy to metals/cannot wear many inexpensive jewelry without breaking out with rash of infecting ears. Weight gain/inability to lose. Bloated pregnant-looking belly. Despite a "clean" diet with very low sugars, carbs, almost no processed foods - high in veggies and fiber. Very little red meat. Organic. Lots of water--filtered. No soda, etc. Joint pain. "Faux raynaud's" - icy hands and feet. In last few months, my pelvic region has been feeling icy cold, when rest of body is warm. Completely bizarre, headaches, shoulder pain. Hard to tell what is related to inflammation, and other conditions. Rapidly worsening degenerative disk disease in back and neck. Why???.

Event description:
Had essure birth control implanted in I believe fall 2013. Already have history of serious back pain issues, including surgery for spinal cord stimulator implant in (B)(6) 2014 because back pain worsened without cause (bulging discs, 2007 injury, no significant change in MRI.) After both mirena, then essure, irregular bleeding (2 x month), doubled over in abdominal pain, right hip and leg pain attributed to back/disc because nerves staying inflamed; night sweats, adult acne; increased issues with eyes, including calcium deposits on cornea; insomnia; chronic pain; fatigue; raynauds diagnosed just in toes, as they would turn purple or blue, but circulation was fine; increased cramping/back pain during periods; heavy blood flow; out of work (B)(6) 2015.